Event description:
It was reported that after 14 months of use, the physician determined that the flow rate had slowed and almost stopped. The physician reported that he believes that the flow rate was restricted by a clot formed around the catheter, and that the pump didn't malfunction. The pump was explanted without complication.